Event description:
Report states that a cadd solis pump was set up for pca. The pump was not infusing. The pump began to alarm low volume but when checked the medication cassette reservoir was still half full. No injury was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the eval.